Event description:
The synchromed pump was removed in 2002 due to an infection. The pump was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.